Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
Based on the logfile analysis, the reported vent fail could be confirmed. It was found that the supervisor function detected a sporadic loss of the signal from the sensor that monitors the inspiratory cylinder pressure. To protect the patient from potentially hazardous output and to prevent from damages to the ventilator unit, the device is designed to shut-down automatic ventilation and to post a corresponding "ventilator failure" alarm to alert the user. Manual ventilation with the built-in breathing bag remains possible; the monitoring functions are still available as well. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component and alarmed as specified to alert the user. The device in question has been scrapped, so no further actions are required. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.